Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was missing the tamper seal. The event log showed no evidence of the reported problem. Upon function testing, the reported problem was duplicated. The downstream occlusion sensor was found to be inoperable. The root cause of the reported problem is unknown. The sensor was replaced to resolve the issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump's calibration failed. No patient injury was reported. Additional information received on (B)(6) 2022 via email and attached in complaint object: there was no patient or technician involvement was indicated at the time the pump was received at our facility for repair. All issues found with this device were found during testing at our facility.